Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe plunger end snapped off of syringe in the package. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "plunger end had snapped off syringe in packaging. Customer (B)(6) claims that these 2 syringes came from the same box as (B)(4) and that they have not been used. If you look closely, it appears they may have been used as there is a film of red which may be blood. I have questioned (B)(6) about this and they insist they are not used."

Event description:
It was reported that bd ultra-fine¿ insulin syringe plunger end snapped off of syringe in the package. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "plunger end had snapped off syringe in packaging. Customer pbhr claims that these 2 syringes came from the same box as pir2010028 and that they have not been used. If you look closely it appears they may have been used as there is a film of red which may be blood. I have questioned pbhr about this and they insist they are not used."

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 1cc, 12.7mm, 29g syringes in open blister packs from lot # 8043913. Customer states that the plunger end had snapped off syringe in packaging and it appears they may have been used as there is a film of red which may be blood. Both returned syringes were examined and both samples exhibited a broken plunger rod. Also, both samples exhibited dark reddish material inside the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely blood mixed with silicone. This material would not have been acquired during the manufacturing process. A review of the device history record was completed for batch # 8043913. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200756987, 200753599] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Probable root causes: for broken plungers dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel. The blood observed in the barrel would not have been acquired during the manufacturing process.